Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of eye irritation, respiratory tract irritation, inflammatory response, kidney disease/toxicity, dizziness and headache. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging symptoms of eye irritation, respiratory tract irritation, inflammatory response, kidney disease/toxicity, dizziness and headache. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box a: patient identifier has been updated. Section b1 was corrected to both adverse events and product problem. ( in the previous MDR only adverse event was checked.) Box d: UDI number has been updated. Section h6 was updated.